Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 493875, mfd. 04/10/17, exp. 2022-04-10, gtin (B)(4). 2nd (second): ifuse implant, p/n 7045-90, lot# 493979, mfd. 08/10/17, exp. 2022-08-10, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493979, mfd. 08/10/17, exp. 2022-08-10, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient had ten months of pain relief before reporting a recurrence of si joint pain symptoms. The surgeon believed there were halos (loosening) around the implants. The surgeon did not indicate that any of the implants were malpositioned. In (B)(6) 2019, the surgeon removed all three implants using chisels and installed new hardware. The status of the patient following the revision procedure is not known.